Event description:
The customer provided two samples for one patient questioning results for thyrotropin (tsh), free triiodothyronine (ft3) and free thyroxine (ft4). The tsh and ft3 results from the second sample were erroneous. The erroneous results were reported outside of the laboratory. The initial result for tsh was 28.70 ulu/ml. The repeat result was 19.86 uiu/ml. The initial result for ft3 was 4.25 pg/ml. The repeat result was 3.36 pg/ml. No adverse event occurred. The tsh reagent lot number was 180809. The expiration date was requested but not provided. The ft3 reagent lot number and expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. A reagent issue can most likely be excluded. Possible root causes may be related to sample preparation, but this could not be confirmed as additional information was not provided. A possible root cause may also be related to an instrument issue. Instrument checks prior to the event showed an instrument issue was present on (B)(6) 2015. The last preventative maintenance was performed on (B)(6) 2015.